Event description:
Upon evaluation by a stryker technician, it was identified that the side/endrail was difficult to raise/lower. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Upon evaluation by a stryker technician it was identified that the side/endrail was difficult to raise/lower.

Event description:
It was reported that the tension rope had snapped, potentially indicating side/endrail collapse. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.